Event description:
It was reported that during implant a right ventricular (rv) lead was kinked and the screw would not deploy. A second lead was attempted and blood was observed in the lumen. Both leads were removed. The physician successfully implanted a new rv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. Blood was observed in/on the helix/lobe mechanism and the sleeve head. A tip seal observation was noted along with damage at implant. (B)(4) the full lead was returned and analyzed. The distal conductor had blood/body fluid (not obstructed). Blood was also observed in/on the helix/lobe mechanism and sleeve head. A tip seal observation was noted.